Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a low blood glucose level of 30 mg/dl. The customer was in a car accident and was the driver. The customer was previously taken to the emergency room because her sensors were not working, causing her low blood glucose levels. The product was not returned. Nothing further to report.